Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse investigated and confirmed a faulty medical grade power supply (mgps). After replacement, the system was retested and verified as ready for use. Isi has received the mgps involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the customer reported complaint. The mgps was tested with an in-house system and failed to power on indicative of a component failure. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 23 and 40 pointing to communication problem with the ssc related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 using system (B)(4). This complaint is reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to unavailability of the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the user observed noise similar to a blown fuse and the surgeon side console (ssc) powered off. The user also smelled something in the ssc and felt that it was hot to touch. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to troubleshoot by checking if the circuit breaker was on, switching the emergency power off (epo) on the ssc, and using a known good power supply. The ssc would not power on and there was no amber led present on the ssc. The tse reviewed the system logs and found error codes 23 and 40 pointing to a communication problem with the ssc. Surgeon made a decision and elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.